Event description:
During a tfn procedure, the surgeon encountered problems with four (4) instruments. The end piece on the gold handle of the helical blade inserter falls off and does not hold. The blade guide sleeve and the large buttress/compression nut are difficult to thread together. The two devices also become stuck together when threaded and is difficult to disassemble. The aiming arm does not lock onto the blade guide sleeve and allowing the sleeve to slide. Surgeon did complete the procedure with no adverse effect to the pt. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The mfg records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Review of manufacturing records found no complaint related anomalies. The tfn instrumentation has been used successfully and the system design proven for many years and evaluation shows that it is adequate for the intended use. The complaint condition for the helical blade inserter is due to repeated inadvertent hammer blows to the alignment indicator and handle. The aiming arm still functions as intended and the complaint condition could not be replicated. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.